Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving baclofen 2000 mcg/ml at 1202.4 mcg/day for intractable spasticity via an implantable pump. It was reported the patient had a refill on (B)(6) 2022 and the expected reservoir volume (erv) was 2.5 ml and the actual reservoir volume (arv) was 5 ml. On (B)(6) 2022, the hcp brought the patient back early to do another refill and the erv was 8.2 ml and the arv was 0.8 ml. It was reported there had been no therapy issues, and the hcp was only able to fill 32 ml of drug. The patient was discharged with the thought that there was 8 ml left in the reservoir and they filled with 32 ml and it was now full. It was discussed to confirm the reservoir was full by aspirating again. It was unknown if there was any difficulty aspirating or gaining access. It was reported the hcp documented 40 ml as the reservoir volume, and discussed to bring the patient back early to aspirate and confirm reservoir volume.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. It was reported the refill procedure went well until the healthcare provider (hcp) got to filling with the last 1ml and it would not go into the pump reservoir. The medication being refilled was gablofen (unknown dose and concentration).

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that no troubleshooting was done at the refill. They updated the reservoir screen to 39 cc instead of the full 40 cc. With regards to the cause of the inability to add the last 1 ml, the hcp suspected that it could be because the gablofen came in a pre-filled syringe and there was no marking on the syringe to waste to 20 cc exactly. The actions/interventions taken to resolve the inability to add the last 1 ml was noted to be that the hcp aspirated back the medication and put it back into the reservoir. The inability to add the last 1 ml was not resolved at the time of the refill. At the next appointment, the hcp planned on putting the gablofen from the prefilled syringe into a sterile container so that he could measure 20 cc exactly.

Manufacturer narrative:
Device code a1407 is not applicable for this event medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.